Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7104084, UDI: (B)(4).